Event description:
It was reported that during a shoulder procedure using a magnum x anchor, the suture could not be locked properly. An additional magnum x anchor was implanted, however yielded the same results. These anchors were abandoned in the bone and the procedure was converted to a mini open. After a 60 minute surgical delay, the procedure was ultimately completed with a third magnum x anchor. There were no reported patient complications.